Manufacturer narrative:
Initial report: as reported, during a coronary angiogram, the wire of a micropuncture transitionless stiffened cannula access set uncoiled and sheared. CT imaging later confirmed that the separated tip of the wire remained in the patient's subcutaneous tissue. There have been no reported plans to remove the device tip. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. One micropuncture catheter and wire were returned used. The distal tip of the outer catheter was damaged, and the transition was not smooth. The wire was elongated on the distal end. The distal weld was not present. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to the failure mode observed for the wire. Three potentially related nonconforming events were recorded for the catheter subassembly; all affected units were scrapped. A review of complaint history showed no other complaints associated with this product lot. Reviews of the manufacturer¿s instructions and quality control procedures were also conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. An IFU is provided with this device, which includes the precaution, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ device labeling additionally depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be determined, though patient anatomy may have contributed to this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = supervisor, interventional radiology - cardiac cath lab/ep lab device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a coronary angiogram, the wire of a micropuncture transitionless stiffened cannula access set uncoiled and sheared. CT imaging later confirmed that the separated tip of the wire remained in the patient's subcutaneous tissue. There have been no reported plans to remove the device tip. On return of the device 20mar2020, the distal weld of the wire was not present. The distal tip of the outer catheter was observed damaged and appeared to be split and have a hole. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event.